Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital and was unconscious with hospital staff present prior to passing. Review of the patient's download data revealed that prior to passing, the patient received a non-lifevest treatment and an appropriate treatment from the lifevest. From 08:10:32 to 08:18:26, the patient was in an idioventricular rhythm from 30-50 bpm with CPR/motion artifact. The rhythm then degraded to asystole with CPR/motion artifact. The rhythm then degraded to vt from 100-150 bpm with varying hr and motion artifact. The rhythm then degraded even further to vf with motion artifact. Varying rates and motion artifact prevented the lifevest from treating the patient during the treatable arrhythmias. At 08:19:27, the patient was in vf with motion artifact. At 08:20:56, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with motion artifact, the post-shock rhythm was CPR and motion artifact. CPR and motion artifact prevented the lifevest from treating the patient during this time. At 08:21:04, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. The patient's rhythm remained obscured by CPR and motion artifact until the device was shutdown at 08:21:06. There's no indication that a device malfunction caused or contributed to the patient's passing, the equipment was found to be fully functional.